Event description:
When the stent delivery system was being removed through the guidecatheter (gc), the stent on the sds became caught on the tip of the gc. When the physician attempted to remove the gc and sds as a unit, the stent became caught on the sheath and was misaligned on the balloon. A larger incision at the access site was necessary to remove the device from the pt. The pt's age was unk, but was a male. The target was the distal left circumflex artery. The lesion was denovo, moderately calcified and highly tortuous. There was 99% stenosis. Radial approach was chosen for the procedure. The product was properly inspected and prepped, no anomalies were noted. A cypher (2.5/13mm) stent delivery sys was delivered to the target lesion for direct stenting, but it became stuck proximal to the lesion due to the stenosis. It was noted that the balloon was partially inflated when the inflation device was connected to the hub of the catheter. Therefore, the physician tried to remove the cypher, but the proximal edge of the stent was caught on the tip of the guidecatheter (gc). When the physician tried to pull the cypher back into the gc several times, it was confirmed that the proximal edge of the stent was flared under fluoroscopy. Consequently, the physician decided to removed the cypher and the gc as a single unit, but the flared edge of the stent was caught by distal tip of the sheath and it was confirmed that the stent was misaligned a little on the balloon, under fluoroscopy. Therefore, surgical operation was performed to avoid the risk of stent dislodgement.

Manufacturer narrative:
An incision about 10cm long from the cubital to antebrachial was made and the stent of the cypher was removed from the incision. The sds of the cypher was retrieved from the radial artery. The incision site was sutured and disinfected. The following day, treatment for the distal left circumflex was conducted. Pre-dilation was conducted and a new cypher (2.5/13mm) was implanted at the target lesion. The pt is making satisfactory progress. As per the physician, the shoulders of the balloon of the cypher seemed to be slightly inflated prior to use. The product is not available for evaluation and testing. Additional info will be submitted within 30 days upon receipt.